Manufacturer narrative:
The device(s) associated with this adverse outcome were identified when the system that was explanted was returned with no information. The patient died three years prior to the return of that system. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacture's data base indicated the patient died approximately four months post the implant of the cardiac resynchronization therapy defibrillator (crt-d). Cause of death is unknown.